Manufacturer narrative:
(B)(4). Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that syringe integra 3ml w/ndl 25x1 rb leaked at the connection site. The following information was provided by the initial reporter: "it was reported that the vaccine came out of the syringe in between the syringe barrel and the needle, around the luer lock. Verbatim: I went to my local (B)(4) pharmacy for a flu shot. When the pharmacist inserted the needle and pressed the plunger of the syringe, the vaccine ran down my arm. The pharmacist said the vaccine came out of the syringe in between the syringe barrel and the needle, around the luer lock. She had to get another dose of the vaccine to complete my inoculation. The pharmacist said the same failure had occurred many times while delivering flu vaccines with the bd syringes she was using. She said the same problem was also occurring at other pharmacies delivering flu shots. She said she had reported the problem to bd but has not received a response."